Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt experienced a shocking or jolting sensation from their device in between their shoulder blades and groin. It was stated the pt had "fallen in the past," and that the pt regularly rides motorcycles. The dates and number of falls was not reported. Troubleshooting was suggested, but no pt outcome was reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.